Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. As supplies were changed prior to the call, customer declined to troubleshoot. Customer's blood glucose (bg) level ranged from 351-366 mg/dl. Bg was addressed with a correction bolus and insulin delivery was resumed.